Event description:
Patient was in office today for a cystoscopy. When dr. [Redacted] opened the stopcock to allow water to flow out, the scope would not allow the sterile water to pass through the scope. When the tubing was detached from the scope, water flowed freely. New scope attached to previous sterile tubing and water was able to freely pass.